Event description:
It was reported that the catheter froze on wire. The target lesion was located in left anterior descending artery. The 2.50mm x 12mm emerge balloon catheter was used to dilate the lesion. The balloon was used and was inflated at the lesion site. The balloon was pulled back and then readvance to cross the lesion. It got stuck on a non bsc guide wire and bunched up. The tip of the balloon accordion or bunched up and lock on the wire. The entire wire and balloon were removed together. They rewired it with a non-bsc guide wire and deployed an unspecified stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with an emerge shelf box and an un-identified guidewire. The guide wire was protruding 139.5 cm from the hub/manifold of the device and 18cm from the tip. Microscopic inspection of the hub/manifold revealed that the proximal end of the inner shaft was appropriately positioned and attached. The inner and outer shafts were stretched and wavy on the distal end of the catheter. The inner shaft was necked down. The balloon was bunched. There was no other damage to the device. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter froze on wire. The target lesion was located in left anterior descending artery. The 2.50mm x 12mm emerge balloon catheter was used to dilate the lesion. The balloon was used and was inflated at the lesion site. The balloon was pulled back and then readvance to cross the lesion. It got stuck on a non bsc guide wire and bunched up. The tip of the balloon accordion or bunched up and lock on the wire. The entire wire and balloon were removed together. They rewired it with a non-bsc guide wire and deployed an unspecified stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).